Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44mm abdominal aortic aneurysm. An iliac extension limb etew2020c82ee was subsequently implanted approximately a year and five months post the index procedure and another limb etew2020c82ee implanted six months later. It was reported that a follow up CT on an unknown date showed a suspected type iii endoleak. Open surgical exploration approximately four years post the index procedure found three large holes in the graft flow divider of the bifurcated stent graft, near the top of the stent apex. The first hole was reported to have been at the anterior graft wall, midline and just above the flow divider of the bifurcated stent graft. The second and third holes were seen at the posterior graft wall, 1.5-2cm below the leading edge of the stent graft fabric. The holes were repaired with teflon pledgets on the same day and the event was reported to be resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The cause of the reported type iiib endoleak could not be determined from the 3 returned short videos during an exploratory surgery. Recent CT¿s were not available for assessment of the current stent graft in-vivo configuration and reported type iiib endoleak. The videos demonstrated a likely hole in the stent graft; however, the location of the hole could not be confirmed from the short videos. Analysis of the devices did not reveal any stent characteristics or obvious in-vivo configuration anomalies that could explain the reported type iiib endoleak. Three (3) holes were reported as being located along the bifurcate aortic body. It is possible that abrasion from adjacent stents near the holes may have led to the fabric tears, which may have been exacerbated by stent graft angulation. It is also possible that external abrasion from calcification may have been a factor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.